Event description:
The customer reported that the system was not getting an image on the screen and the kv goes to the max.

Manufacturer narrative:
This MDR is related to ge healthcare complaint. The ge svc rep reseated all boards in the workstation, then checked the video cables. He swapped the j4 and j3 on the camera and on the c-arm as well. Machine is tested and ready to be used.